Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue and stent elongation was unable to be confirmed as the stent was already fully deployed. The tip separation was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, a conclusive cause for the deployment issue could not be determined. The stent elongation, tip detachment, additional non-surgical treatment and removal of foreign body were the result of operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query/review of the complaint history of the reported lot did not indicate a manufacturing related issue. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified superficial femoral artery. The vessel diameter was 6 mm. Pre-dilatation was performed with a 7 mm balloon prior to deployment of the 6x100 supera stent. Deployment went fine until there was a couple of centimeters of stent left. Then the thumb slide was just spinning and would not release any more of the stent. The release button was pressed and slightly pulled back, at which time the stent came off the delivery catheter. It was then observed that the tip had dislodged onto the guidewire. A non-abbott catheter from a snare was used to catch and retrieve the separated tip from the patient through the introducer. The stent implant was elongated to about 120 mm up into the common femoral artery; however, the patient had adequate blood flow through the leg. The procedure took longer then it should, but it was not clinically significant for the patient. The patient outcome was okay. No additional information was provided.